Event description:
The pt's wife reported that her husband spent six weeks in the hospital with aphasia and partial paralysis. He was having seizures for almost 4 weeks. No dates were reported for these events. Insulet product support tried several times to reach the caller to get additional info about this event, but she did not respond. On (B)(6) 2013 in the morning, she measured her husband's blood glucose at 75 mg/dl, then fed him and checked again "not a minute later." His fingers were clean, she used alcohol, and changed the pod. She got bg reading of 287 mg/dl and the "right after" 159 mg/dl. She also stated that a control solution test was out of range.

Manufacturer narrative:
The returned device was evaluated and performed within specifications. The reported malfunction was not confirmed. Blood glucose measurement and insulin delivery functioned as intended. The omnipod user guide warns "if you are experiencing symptoms that are not consistent with your blood glucose reading and you have followed all instructions described in this user guide, call your healthcare provider immediately," and advises "out-of-range test results may be caused by expired or bad control solution, expired or bad test strip, error in performing test, code on test strip vial does not match code set in the pdm, a malfunction of the system, or control solution test done outside 59 degree to 104 degree f (15 degree to 40 degree c). If your control solution tests results continue to fall outside the range printed on the test strip vial the system may not be working properly. Do not use the system to test your blood glucose."